Manufacturer narrative:
This report is based on information provided by philips remote solution personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device is required to replace the power supply. The device was evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective power supply. However, the device is end of life (eol) and no repair is possible. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. Become aware date updated to (B)(6)2024 as per good faith effort (gfe) confirmation of power supply issue (battery issue reported under philips reference (pr) (B)(6) - MDR number (B)(6). H3 other text : device is end of life / end of support.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that it is required to replace the power supply. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.